Manufacturer narrative:
The t:flex pump user guide instructs the user to remove any residual air from the cartridge.  No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin fill estimate dropped unexpectedly. Reportedly, the fill estimate gauge showed 145 units, and then dropped to 0 units, resulting in an empty cartridge alarm. The customer's blood glucose (bg) level was reportedly between 300-400 mg/dl. Reportedly, the customer did not remove the air from the cartridge prior to filling the cartridge with insulin. The customer resolved the issue by loading a new cartridge and resuming insulin delivery.